Manufacturer narrative:
B)(4). Internal file number - b)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The xience xpedition 48 is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported the procedure was performed to treat a de novo lesion with 80% stenosis, mild tortuosity and moderate calcification in the mid right coronary artery (rca). Pre-dilatation was performed with multiple balloons at 8 atmospheres (atms). The 2.75 x 48 mm xience xpedition stent was deployed at 11 atms and when the delivery system was withdrawn, angiography revealed a distal end dissection. A 2.75 x 15 mm xience xpedition stent was used to cover the dissection with very good results. No additional information was provided.